Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen screen. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the frozen display reoccurred again. Customer also stated that the buttons are not responding on the screen. Customer reported the time clock did not advance. Advised the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.